Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the air/water channel clogged. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the air/water channel was clogged; however; it was confirmed that the customer reported that water was not clearing the lens. Per the legal manufacture, this issue of the water not clearing the lens is not likely to cause or contribute to death or serious injury if the malfunction were to recur.